Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine and morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was supposed to be having surgery to replace her pump on (B)(6). The patient stated that there were issues with her insurance. The issue with her insurance had been resolved so now she could have the surgery. Patient stated that now she was hearing a 3 toned alarm and seeing the code 8428 on her patient programmer (ptm). Patient stated she "hurts much much more". Patient had starting taking her percocet. Patient was concerned that there was no more medication get to her. Patient service specialist reviewed that the code was 8428-meaning critical eos (end of service). Patient then stated "oh, so that is why I am hurting so much". The code was resolved on the call. Patient stated she had an appointment on the next day at 11am with her healthcare professional (hcp). Per the other matrix patient was hearing an critical alarm per the code 8428. Patient stated that alarm sounded more critical than the other alarm. The other alarm she heard was a single tone alarm with a code. Patient did not remember the code and she spoke with a manufacturer representative who told her that alarm was a warning to get her pump replaced soon. Patient mentioned the following possible alarm event: pump was near expected elective replacement indicator (eri). Patient stated she thought she was probably around 12 mg in a 24 hour period for the morphine but had no clue about the bupivacaine. No further complications were reported.